Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The device was returned in the packaging, where it is evident that the box is damaged and the seals on the box are compromised and damaged. The costumer attached a picture where is possible to observe that the box is damaged and the seals on the box are compromised and damaged.

Event description:
It was reported that a farawave catheter had been selected for use. Upon delivery to the account, the shipping container was found to be damaged and wet, and the individual catheter boxes were similarly affected. Although the condition of the inner sterile packaging could not be confirmed at the time of inspection, there is a concern that it may have been compromised due to the extent of external damage. There was no patient involvement in this incident. The device is expected to be returned for further evaluation and analysis.

Event description:
It was reported that a farawave catheter had been selected for use. Upon delivery to the account, the shipping container was found to be damaged and wet, and the individual catheter boxes were similarly affected. Although the condition of the inner sterile packaging could not be confirmed at the time of inspection, there is a concern that it may have been compromised due to the extent of external damage. There was no patient involvement in this incident. The device is expected to be returned for further evaluation and analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.